Event description:
Country of complaint: (B)(4). The set screw came out during a one level fixation. The threads of two screws were sheared off. Delay to surgery of about 15/20 minutes, pt suffered no affects. Component in use: st263t (lot # 51907231) / s4 element polyaxial screw 6.0 x 40mm.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: sw790t, lot # 52028879. During a visual inspection (microscope), the screws exhibit different wear markings on the underside. The markings on all screws are atypical for correctly tightened screws. Screw 1 exhibits the typical wear marks of a cross threaded set screw. Both screws display damaged threads. Screw 3 is in a nearly unused condition, only slight wear marks on the underside are visible. Conclusion: screw no. 3 is faultless, the damages on screw no. 1 and no. 2 appear to an user related error. The mfg documents have been checked and found to be according to the specifications during the time of production. St263t eval: the inner thread of the screw is seriously disabled and bent on both sides. This is most likely the result of cross threading of the screw. The mfg documentation of this lot was checked and found to according to the specification valid at the time of production.